Event description:
Reporter alleged obtaining the results of 497 mg/dl and 98 mg/dl back to back within 10 minutes on the aviva system. Reporter indicated she was experiencing hypoglycemic symptoms and she self-treated with chocolate. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Adverse event: no consequences or impact to patient. Product problem: no code available (broken tip). The surgeon reported at the start of the procedure the phaco tip broke in the eye. The tip was removed and exchanged and the procedure was completed uneventfully. No patient harm was reported. Additional follow-up information was requested.